Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol), the surgeon noticed a piece of plastic in the patient's eye, which was successfully removed without compromising the integrity of the lens. The patient has fully recovered and experienced no significant impact on daily activities. No device serial number is available. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Section h4 - device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.